Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a small hole in the cannula causing leakage with the incident lot was observed. Evaluation of the customer samples was performed and small hole in the cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while taking blood from the patient, bd vacutainer® push button blood collection set, the needle in the bd vacutainer push button (blue) started gushing blood out as if there was an extra hole that should not be there. Verbatim: "my staff immediately removed the needle and ensured that the patient did not get hurt in any way, luckily did not result in any harm for the patient, there was only the risk of blood going everywhere. My member of staff reported this to me, and I kept the butterfly in a safe place if you want to collect it for further investigations. I have reported this faulty device to mhra.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced blood spatter/leakage during use. The following information was provided by the initial reporter: one of my members of staff was trying to bleed a patient and while taking blood from the patient, the needle in the bd vacutainer push button (blue) started gushing blood out as if there was an extra hole that should not be there. My staff immediately removed the needle and ensured that the patient did not get hurt in any way, luckily did not result in any harm for the patient, there was only the risk of blood going everywhere. My member of staff reported this to me, and I kept the butterfly in a safe place if you want to collect it for further investigations. I have reported this faulty device to mhra.

Manufacturer narrative:
The following information has been corrected: describe event or problem: it was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced blood spatter/leakage during use. The following information was provided by the initial reporter: one of my members of staff was trying to bleed a patient and while taking blood from the patient, the needle in the bd vacutainer push button (blue) started gushing blood out as if there was an extra hole that should not be there. My staff immediately removed the needle and ensured that the patient did not get hurt in any way, luckily did not result in any harm for the patient, there was only the risk of blood going everywhere. My member of staff reported this to me, and I kept the butterfly in a safe place if you want to collect it for further investigations. I have reported this faulty device to mhra.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced blood spatter/leakage during use. The following information was provided by the initial reporter: one of my members of staff was trying to bleed a patient and while taking blood from the patient, the needle in the bd vacutainer push button (blue) started gushing blood out as if there was an extra hole that should not be there. My staff immediately removed the needle and ensured that the patient did not get hurt in any way, luckily did not result in any harm for the patient, there was only the risk of blood going everywhere. My member of staff reported this to me, and I kept the butterfly in a safe place if you want to collect it for further investigations. I have reported this faulty device to mhra.